Event description:
It was reported that on initial set up of the pt's IV, blood backed up the tubing when the pump was started. The tubing was switched and the IV restarted without incident. No pt consequence was reported.

Manufacturer narrative:
Manufacturer's report date 9/25/1998. A recall notice dated 4/7/1998 was sent out and all sets were replaced. The following corrective actions have been implemented to address this issue: a) quality control - sets to be reviewed hourly. The current batch inspection shall be supplemented to include an in-process hourly inspection to be conducted by the quality control department. B) mfg - training for the mfg assemblers shall be supplemented to provide additional education on product use, function, and possible failure modes. C) mfg - visual examples for display. Actual misassembled vs correctly assembled sets will be made available in the mfg area to assist assemblers. This report was filled out by the MFR.